Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced a fall which resulted in blood in the urine and leakage problems, mesh erosion, a plastic barb embedded in the left vaginal wall, lower abdominal pain, incontinence, recurrence of prolapse, vaginal scarring and vaginal pain. A foreign body was removed and a mesh revision was performed.